Event description:
A 44 y/o female cardiac catheterization on 1/13/98. Vasoseal inserted into right femoral artery. Catheter removed at end of procedure without difficulty. Pt complained to her physician of drainage from the femoral site. Site was soft to touch. Pt placed on antibiotics. On 4/3/98, pt was treated at another facility for wound drainage and pain at catheter site. At that time, a piece of plastic catheter tip approx 2 cm in length was removed from groin. This tip was consistent with a femoral sheath and is suspected that the tip of the catheter broke off at time of heart catheterization.